Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the blue protective shipping cap was loose inside the pouch the device was received in. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cover cap of the transfer set "fell off" from the tube before opening the package. This was found before use. There was no patient involvement. No additional information is available.